Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Manufacturer narrative:
The reported event of device catheter flaked.